Event description:
A patient reported two blood glucose results of "153 mg/dl and 150 mg/dl" with a lifescan meter and "100 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.